Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm during baxter's functionality testing. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set laded. The downstream pressure plate gap was also found out of specification. Downstream occlusion tests were performed with the unit passing. The device was calibrated to ensure proper occlusion detection.